Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that his meter was prompting an error 4 message. On the day of the event in 2005 at 4:00 a.m. The pt's spouse noticed the pt was thrashing in bed and was disoriented. She called the paramedics and when they arrived they obtained a result of 30 mg/dl. It is not known if she tested the pt's blood glucose at the time. The pt was treated with glucose and water at his home. It was discovered during troubleshooting with the lfs customer representative, that the pt was applying the blood incorrectly, which led to an error 4 message. It is not clear if the pt attempted to test before bed the evening before the injury, or if the pt adjusted his medication regimen. As the user was not following the correct technique, the pt was not able to test on his meter and subsequently experienced hypoglycemia.